Event description:
The following article was received based on a literature review: a prospective, double-blinded, randomized study was conducted to compare six-month visual and patient-reported outcomes between topography-guided (tg) laser-assisted in-situ keratomileusis (lasik) using contoura with phorcides and wavefront-guided (wfg) lasik using idesign 2.0 laser-assisted in-situ keratomileusis (lasik). A total of 126 eyes of 63 subjects were included in the study and received tg-lasik in one eye and wfg-lasik in the contralateral eye. Tg ablations were performed on the wavelight ex500 guided (contoura with phorcides) (n=33 subjects) while wfg ablations were performed using the visx star s4 ir excimer laser guided by the idesign 2.0 system (amo manufacturing) (n=30 subjects). At 6 months postoperatively, the uncorrected distance visual acuity (udva) in the wfg-lasik group was worse than corrected distance visual acuity (cdva) by one snellen line in 17% of eyes and by two snellen lines in 3% of eyes. In terms of change in corrected distance visual acuity, a loss of one snellen line from preoperative cdva was observed in 5% of eyes in the wfg-lasik group. It was also reported that wfg-lasik eyes demonstrated significantly lower mean residual astigmatism at post-operative week 2 (pow2), post-operative month 3 (pom3), and pom6. Additionally, higher-order aberrations (hoa) showed that wfg-lasik tended to increase hoa root mean square (rms) relative to preoperative values, (wfg-lasik: 0.117 m to 0.128 m). Wfg-lasik significantly increased coma at pom6 compared to baseline (wfg-lasik: 0.057 m to 0.080 m). Note: this report is for the idesign. A separate report will be filed for the star laser.

Manufacturer narrative:
Section a2 a3, a4 and a5: unknown/ not provided. Section b3: date of event: unknown/not provided. Section d4: model number: unknown as the serial number was not provided. Section d4: catalog number: unknown as the serial number was not provided. Section d4: serial number: unknown, information not provided. Section d4: UDI number: unknown, as the serial number was not provided. Section d6a: if implanted, give date: not applicable, as the device is not implantable. Section d6b: if explanted, give date: not applicable, as the device is not implantable. Section h3: the system was not available for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Section h4: device manufacture date: unknown, as the serial number of the device was not provided. Citation: dudenhoefer ne, rodgers sb, evangelista cb, legault gl, chen ss, kohler pd, capó-aponte je. Comparison of clinical and patient-reported outcomes of contralateral topography-guided versus wavefront-guided laser-assisted in-situ keratomileusis. J cataract refract surg. 2026;52(7):641-649. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.